Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the balloon was inflated twice where the first inflation was 10 atmospheres (atm) and the second inflation was 14 atmospheres.

Event description:
Same case as MDR# 2134265-2014-00503. It was reported that during a vascular access intervention therapy (vaivt) a balloon rupture occurred. The 90% stenosed target lesion was located at the severely calcified and mildly tortuous left forearm cephalic vein. The 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to the lesion and on 2nd inflation it ruptured at 14 atmospheres (atm). The device was exchanged for another of the same 5.0mmx40mmx40cm (4f) sterling balloon catheter that ruptured at unknown atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.